Event description:
It was reported that the large volume pump module was "dead" and smells burnt. The root cause of the reported "dead" pump module could not be confirmed, as the device powered on successfully during testing. However, the presence of a burnt smell was verified during internal inspection, where capacitor c23 was found to be thermally damaged. The probable root cause of the issue is attributed to the replacement of the original 0.75 amp fuse f1 with a third-party 2 amp fuse of incorrect current rating on the motor controller board. This mismatch likely resulted in inadequate circuit protection, leading to overheating and severe thermal damage to capacitor c23.